Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated that the pump has no alarm. The customer stated that blood glucose is down to normal when use other pump in hospital and very high when use his pump. The customer performed motor displacement test and it passed and no special alarms.